Manufacturer narrative:
(B)(4). If implanted; give date: na (not applicable) attempted to implant; but not completed. If explanted; give date: na (not applicable) lens was not implanted, thus not explanted. (B)(4). A review of the manufacturing records for the intraocular lens was completed. The pcb00 manufacturing process records were evaluated and the lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review. The lenses were released according specification in compliance with the product intended use as required. The manufacture of the lenses was performed per established procedures as required. The lens met specification prior to release. A review of the directions for use (dfu) was conducted. The dfu provides the surgeon and surgical staff with warnings, precautions, and the instructions for preparation and lens implantation with the delivery system. The dfu provides adequate information on properly handling the lens/system during preparation and use. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the technician turned the plunger rod advancing the lens. The lens did not express and got stuck in the cartridge. Lens had patient contact; there was no injury. Same model lens was used and everything went well. There was no vitrectomy. The lens itself did not touch the patient's eye; just the implant system. Cartridge cracked and affected the incision. After insertion of the replacement lens, a contact bandage was placed. Patient was reported as fine. The affected by the incision explained that if the cartridge cracks, it can cause a micro tear in the incision or make it jagged, not smooth. The incision was not enlarged. The doctor put another lens in, hydrated the incision and put a contact bandage on to make sure it didn't leak. No further information was provided.